Event description:
It was reported that the device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and the device embolized into the descending aorta of the patient. The physician used a snare to capture the closure device and remove it from the patient. A new 20mm wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. The patient did not experience any complications or consequences as a result of this event.